Manufacturer narrative:
Additional manufacturer narrative: hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. It may be related to the valve when there is a ¿jet¿ of blood flow created like a perivalvular leak. In this case, it was reported that there was calcification with a torn leaflet, which contributed to a high frequency jet. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined since the device was not returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with calcification. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that a porcine mitral valve, implanted five (5) years and two (2) months, was explanted due to calcification leading to severe hemolysis, anemia and perivalvular leak. The explanted device was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well and was sent to the recovery room in stable condition. Per medical records, this case involved a (B)(6) female with a history of avr and mvr. She presented with severe anemia. She was treated for atypical hemolytic uremic syndrome and continued to have hemolysis. Echocardiogram revealed severe mitral regurgitation and severe tricuspid regurgitation. Cardiac catheterization revealed no significant coronary artery disease. She underwent a mvr and tricuspid ring repair. Intraoperatively, the subject device was inspected and found to have calcified leaflets and a tear in the leaflet contributing to a high frequency jet. The valve was excised. A new mitral valve was lowered and sutured into place. The tricuspid valve was repaired with an annuloplasty ring. She was weaned from cpb. Echocardiogram confirmed well functioning mitral and tricuspid valves with no leaks. She tolerated the procedure well and was sent to the recovery room in stable condition. Her postoperative course was uncomplicated. She was discharged on pod #7. Based on the pathology report, the leaflets show focal calcification. Gross description only.